Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 120 units of insulin. The customer¿s blood glucose level was 103 mg/dl. Customer reverted to manual injections for alternate insulin therapy.